Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the outer telescope tubing was found detached from the anchor seal housing. The device cannot be properly flushed due to this detachment. Fluid leaks from this junction. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the detached telescope tubing. This exposes the imaging core and could cause it to windup during testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an outer sheath detachment occurred. During preparation for a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to visualize an unspecified vessel. However, it was noted that the outer sheath of the catheter became separated. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.

Event description:
It was reported that an outer sheath detachment occurred. During preparation for a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to visualize an unspecified vessel. However, it was noted that the outer sheath of the catheter became separated. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.